Event description:
At 0200 hrs on 4/18/93 when the PMA went to the resident's room to check on the resident, the PMA found the resident lying horizontally across the bed with her neck wedged between the side-rail and the headboard. The resident was without pulse or respiration. The physician was notified immediately and the resident was pronounced dead. The coroner was notified. An autopsy report is pendingdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.